Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. Configuration of the reagent stations, the reagent change thresholds for ethanol and wax and configuration of the customised protocol used for the runs exhibiting sub-optimal processing differ from the MFR recommendations. The lab is responsible for validation of individual parameters which differ from the MFR recommendation in accordance with both local accreditation/regulatory guidelines and the standard operating procedures for processing diagnostic tissue using this specific instrument. The lab also uses a xylene substitute as clearant. As a consequence of the large number of proprietary reagents available globally, leica microsystems is able to offer general recommendations and support as to whether a particular solvent(s) other than xylene is physically and chemically compatible for use in the peloris tissue processor. However, the lab is responsible for validating the conditions for use and ensuring suitability for processing diagnostic tissue. The results for performance tests conducted by a leica field svc engineer suggested a possible air valve problem and an issue related to the remote fill function. However, these issues were not the cause of the sub-optimal processing reported. Recovery action initiated automatically by the instrument was successful, and the protocol in process continued without interruption. Applications support including a review of the validation plan and associated data, with particular focus on the customised areas of the configuration, may be informative.

Event description:
On (B)(6) 2011, leica microsystems was advised that sub-optimal processing had been intermittently noted for tissue processed using peloris tissue processor serial number (B)(4). The specific instances identified were two overnight protocols which commenced on (B)(6) 2011 and (B)(6) 2011 and completed on (B)(6) 2011 and (B)(6) 2011 respectively. Info from the complainant indicated that the tissue exhibiting sub-optimal processing was predominately confined to large samples of breast tissue processed using a long protocol. On (B)(6) 2011, leica microsystems received info that all tissue samples exhibiting sub-optimal processing from the two protocols identified by the complainant were diagnosable.